Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated that they are unable to troubleshoot at time of call. The customer doesn 't want to return the set and reservoir for analysis. The customer was advised to call when alarm occurs in order to troubleshoot.